Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site area #11 (type ii bone). Primary stability and osseointegration were achieved. Implant fracture was involved in the event. The clinician reports that the implant fractured at neck, locator snapped off. The clinician states that the implant has been put to sleep. The implant was removed on (B)(6) 2013. Medical history: no significant findings.